Manufacturer narrative:
The investigation could not confirm the reported condition as the complaint device was not returned for evaluation and no additional information was provided. The most likely probable cause of the event was determined and found to be misuse from excessive force or inappropriate positioning of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff supraspinatus tendon rupture refixation surgery the tip of the needle broke off and remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.